Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2019 with blood glucose level was 700 mg/dl at time of incident and the current blood glucose level was unknown. Customer stated that customer 's blood glucose was 300 mg/dl and when she changed the sorter then the blood glucose goes to 350 mg/dl. Customer also stated that the on the next day the blood glucose was suddenly goes to 50 mg/dl. The customer was treated with insulin drip. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).